Event description:
It was reported that after multiple cleaning cycles, a blood-like substance continued to leak from the nose of the handpiece. This event occurred during the cleaning process, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer, however, the quality investigation is still ongoing. A visual examination of the drill revealed a buildup of debris within the front-end of the handpiece. A sample of the substance was collected and sent to an external laboratory for further analysis. A follow-up report will be submitted, once the analysis is complete.